Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by an approved zoll service provider. The device was retiurned to zoll medical corporation. The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including running fast testing, impedance test, shock test, off current test, and hla testing without duplicating the report. After running fast testing, the report was self-cleared and did not reoccur. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.